Manufacturer narrative:
H10: adam plonski, adam f plonski, tomasz hryszko, jerzy glowinski (2023). Latrogenic injury of the inferior vena cava during hemodialysis catheter implantation. Polish archives of internal medicine, 133(10):16559. Doi: 10.20452/pamw.16559. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported retroperitoneal hemorrhage as no objective evidence was provided for review. The investigation is confirmed for the reported improper or incorrect procedure or method which could result in vessel perforation as instructions for use warns that care should be taken not to force the dilator sheath introducer assembly into the vessel during insertion as vessel damage including perforation could result. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article titled, "iatrogenic injury of the inferior vena cava during hemodialysis catheter implantation", that during dialysis catheter placement procedure for end stage renal disease with unsuccessful attempt of femoral vein, the catheter perforated the inferior vena cava. It was further reported that the patient developed with retroperitoneal hemorrhage. Reportedly, the patient underwent surgery to remove the retroperitoneal hematoma with extraction of the catheter followed by inferior vena cava suturing. The current status of the patient was unknown.

Event description:
It was reported in an article titled, "iatrogenic injury of the inferior vena cava during hemodialysis catheter implantation", that during dialysis catheter placement procedure for end stage renal disease with unsuccessful attempt of femoral vein, the catheter perforated the inferior vena cava. It was further reported that the patient developed with retroperitoneal hemorrhage. Reportedly, the patient underwent surgery to remove the retroperitoneal hematoma with extraction of the catheter followed by inferior vena cava suturing. The current status of the patient was unknown.

Manufacturer narrative:
H10: adam plonski, adam f plonski, tomasz hryszko, jerzy glowinski (2023). Latrogenic injury of the inferior vena cava during hemodialysis catheter implantation. Polish archives of internal medicine, 133(10):16559. Doi: 10.20452/pamw.16559. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.